Event description:
It was reported that the delta between target temperature and patient temperature did not cool enough. Per additional information via email from ibc on 05oct2023, it was stated that the device returned to a bd-approved facility for evaluation. It was stated that the issue was not yet resolved. The patient involvement was unknown. Per sample evaluation results on (B)(6) 2023, it was reported that the crack on level sensor and fill tube was dirty.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, it was noted that the device performed to specification. Crack on level sensor. Fill tube dirty. The device underwent pm servicing while in for repair. Level sensor exchanged. Fill tube was replaced. Replaced mixing pump, circulation pump, heater, and drain valves. The device underwent and passed testing after all repairs. The DHR review is not required as the complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the delta between target temperature and patient temperature did not cool enough. Per additional information via email from ibc on 05oct2023, it was stated that the device returned to a bd-approved facility for evaluation. It was stated that the issue was not yet resolved. The patient involvement was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.